Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke down at 20 mm from the distal end. There was a crack due to spark on the fracture surface of the probe. There was a mark of spark on the metal part of the jaw. The ptfe pad at the proximal end of the grasping section was worn. The shape of the fracture surface showed that the fracture developed from the crack as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, consequently the ptfe pad at the proximal end was worn. It was also known that the proximal side of jaw and probe came into contact since the ptfe pad at the proximal end was worn, consequently the probe cracked, and besides the probe was broken when the probe received a load. And there is a possibility that the error occurred since the ptfe pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states. Warnings: do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output. Please cross-reference the following report: 8010047-2015-01158.

Event description:
The subject device was used during a right colectomy and cystectomy. Several error messages were displayed. The user performed the probe check mode and it was cleared. So, user continued to use the device, but probe damage error occurred. The user performed probe check mode, but error occurred. The procedure was completed with a different device. There was no patient harm reported. The device was returned to olympus medical systems corp. (Omsc). Omsc investigated the device and it was found that the probe was broken off on (B)(6) 2015. And it was also found that the coating on the outer surface of the jaw had come off. Omsc tried to gather additional information. And it was reported that probe was broken off during procedure, but no fragment left in the patient body on (B)(6) 2015. This report was regarding the probe breakage.